Event description:
It was reported intraoperatively that the pacing lead was difficult to place and dislodged multiple times. Blood or tissue was observed in the helix which may have prevented it from gripping the myocardium. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.